Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert due to backup vvi status. The device was reprogrammed successfully. No patient symptoms were reported.